Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-18163. During an in clinic follow-up, the patient experienced discomfort and felt an internal electrical shock during manual impedance testing. The patient did not report any discomfort or feeling of internal electrical shock when automatic impedance testing is performed remotely. There was no inappropriate therapy delivered and by the device and there is no allegation of a device malfunction. No intervention has been performed and the patient was stable and will continue to be monitored.